Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported leak in this incident could not be determined. It is possible that the user technique during device preparation contributed to the reported leak; however, based on the reported information and without the device to analyze, this cannot be confirmed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for leak. It was reported that this was a mitraclip procedure to treat grade 4+ degenerative mitral regurgitation (mr). During device preparation of the steerable guide catheter (sgc), the dilator was inserted into the hemostatic valve when the fluid left the hemostatic valve of the sgc. It did not hold the fluid column. The sgc was re-prepped twice but it lost column both times. This sgc was not used in the patient. Another sgc was used to complete the procedure. No additional information was provided.